Event description:
The technologist was having difficulty with the nut that the filter screws onto on the punumbra aspiration pump. The nut is stripped and will no longer accept a filter. The pump was replaced. No patient was involved.

Manufacturer narrative:
Results: the filter attachment fitting has plastic embedded in its threads. The pump was plugged into 110 vac and turned on. The pump operated as expected and achieved a maximum vacuum of -27.0 in hg when the inlet was blocked with a gloved finger. A filter was inserted with difficulty. The vacuum achieved with the filter installed was -25.0 in hg. This is within specification. Conclusion: the difficulty installing the filter noted in the complaint is confirmed. The material in the fitting threads created this difficulty and is most likely the result of over tightening of the filter in the fitting, resulting in binding of the body of the filter onto the fitting threads.